Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant the corpora was struck with the needle. The patient experienced "dissection" during the device insertion. The poor corpora was repaired. The procedure was completed successfully and the patient fully recovered following the procedure.